Event description:
E was initially received via regulatory authority (reference number: mw5079752) on 28-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("sharp stabbing pain on my right abdomen like being stabbed with knife"), anxiety ("anxiety attack") and suicidal ideation ("suicidal thoughts") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), anxiety (seriousness criteria hospitalization and disability) with palpitations, suicidal ideation (seriousness criterion life threatening), menorrhagia ("hemorrhage like a miscarriage every month"), vitamin d deficiency ("vitamin d deficiency"), depression ("depression / depression worsen "), abdominal distension ("belly began to bloat over the six years (looked (B)(6)"), weight increased ("gained weight"), weight loss poor ("could not lose weight even through healthy diet and exercise"), syncope ("faint while exercising"), anaemia ("acute anemia"), back pain ("back pains"), headache ("headaches were so frequent "), migraine ("migraines were at least twice monthly"), swelling ("swelling"), arthritis ("arthritis") with arthralgia, alopecia ("hair became very thin"), dysgeusia ("taste metal in mouth"), dyspareunia ("sex became uncomfortable "), loss of libido ("loss of libido"), feeling abnormal ("brain fog "), disturbance in attention ("could not concentrate "), amnesia ("short term memory loss") and allergy to metals ("allergic to nickel"). The patient was treated with surgery (hysterectomy to remove essure with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, anxiety, suicidal ideation, menorrhagia, vitamin d deficiency, depression, abdominal distension, weight increased, weight loss poor, syncope, anaemia, back pain, headache, migraine, swelling, arthritis, alopecia, dysgeusia, dyspareunia, loss of libido, feeling abnormal, disturbance in attention, amnesia and allergy to metals outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anaemia, anxiety, arthritis, back pain, depression, disturbance in attention, dysgeusia, dyspareunia, feeling abnormal, headache, loss of libido, menorrhagia, migraine, suicidal ideation, swelling, syncope, vitamin d deficiency, weight increased and weight loss poor to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5079752) on 28-sep-2018. The most recent information was received on 28-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("sharp stabbing pain on my right abdomen like being stabbed with knife"), anxiety ("anxiety attack") and suicidal ideation ("suicidal thoughts") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), anxiety (seriousness criteria hospitalization and disability) with palpitations, suicidal ideation (seriousness criterion life threatening), menorrhagia ("hemorrhage like a miscarriage every month"), vitamin d deficiency ("vitamin d deficiency"), depression ("depression / depression worsen "), abdominal distension ("belly began to bloat over the six years (looked 8 months pregnant)"), weight loss poor ("could not lose weight even through healthy diet and exercise"), dizziness exertional ("faint while exercising"), anaemia ("acute anemia"), back pain ("back pains"), headache ("headaches were so frequent "), migraine ("migraines were at least twice monthly"), swelling ("swelling"), arthritis ("arthritis") with arthralgia, alopecia ("hair became very thin"), dysgeusia ("taste metal in mouth"), dyspareunia ("sex became uncomfortable "), loss of libido ("loss of libido"), feeling abnormal ("brain fog"), disturbance in attention ("could not concentrate "), amnesia ("short term memory loss") and allergy to metals ("allergic to nickel") and was found to have weight increased ("gained weight"). The patient was treated with surgery (hysterectomy to remove essure with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, anxiety, suicidal ideation, menorrhagia, vitamin d deficiency, depression, abdominal distension, weight increased, weight loss poor, dizziness exertional, anaemia, back pain, headache, migraine, swelling, arthritis, alopecia, dysgeusia, dyspareunia, loss of libido, feeling abnormal, disturbance in attention, amnesia and allergy to metals outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anaemia, anxiety, arthritis, back pain, depression, disturbance in attention, dizziness exertional, dysgeusia, dyspareunia, feeling abnormal, headache, loss of libido, menorrhagia, migraine, suicidal ideation, swelling, vitamin d deficiency, weight increased and weight loss poor to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.